Event description:
The customer observed false negative results for one male patient (healthcare employee) on the hiv ag/ab combo assay using the architect i2000sr analyzer. The following data was provided (all three sid's were from the same patient): (B)(6) ((B)(6) 2013). (B)(6) ((B)(6) 2013). (B)(6) ((B)(6) 2014). The patient tested (B)(6) on western blot for p24 and gp160. There was no impact to patient management reported. The lab reports their normal procedures is: samples are routinely run on architect as a hiv screen; if reactive on architect are respun and rerun; if nonreactive, but raised are run on liaison; if reactive by liaison and run on genscreen ultra. Sample: architect: liaison (ab/ag): genscreen ultra: pcr: (B)(6) neg/4.11: 1.65: 1,700 copies/ml; (B)(6): neg/8.71: 1.29: 180 copies/ml; (B)(6): neg/42.6: 2.16: 750 copies/ml; reference lab avidity comment is consistent with recently acquired infection within last 4 months.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. No known impact or consequence to patient the report is being filed on an international product hiv ag/ab combo, list (B)(4), which has a similar product in the us, list 2p36. See manufacturer report number 3002809144-2014-00073 for this same patient, likely cause lot 32813li00. An evaluation is in process.